Event description:
It was reported tip spotted. No delay was noted. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the tip is spotted. A visual inspection was performed and showed the scope to have severe distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.